Manufacturer narrative:
The device was returned due to patient death. The device was above elective replacement indicator and ate testing was performed. Device testing found no anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-38996, 2017865-2021-38994. It was reported that the patient has deceased. There was no known allegation from a health care professional that suggests the death was device related. The cause of death was cardiac arrest and congestive heart disease. No additional information was available.